Event description:
Caller reported that the touchscreen of the pump was cracked and shattered, rendering it illegible and inoperable. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent to the customer, who would use multiple daily injections (mdi) as backup therapy. Instructions were provided for returning the damaged pump and for setup of the new one upon arrival, with all communications clearly understood by the caller.